Event description:
Iliac arteries were long and tortuous. Deployment of the ipsilateral leg graft landed at an undesirable bend in the vessel. Due to the positioning of the distal segment, a decision was made to further extend the leg graft to beyond the bend, creating a longer landing in the vessel in the event of aneurysmal change compromising the seal. With placement of the add'l graft, a more secure seal was achieved.